Manufacturer narrative:
Revision surgery is planned for patient with a total knee implant. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery is planned for patient with a total knee implant. Reason for revision is unknown at this time.

Manufacturer narrative:
Laxity in the knee was reported for patient with a total knee implant. Revision surgery is scheduled to exchange the poly inserts in order to tighten the joint. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Laxity in the knee was reported for patient with a total knee implant. Revision surgery is scheduled to exchange the poly inserts in order to tighten the joint.